Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient passed out on a cruise. Cardiopulmonary resuscitation was performed. The patient was brought to the hospital intensive care unit, intubated and -posturing-. The atrial lead exhibited loss of capture and loss of sensing. Fluoroscopy revealed that the lead had dislodged; the patient had twiddler's syndrome. It was reported on (B)(6) 2010 that life support was removed and the patient expired.